Event description:
It was reported prior to starting a da vinci procedure the small clip applier instrument was not holding clips. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering placed the instrument on the system and it was driven. Recognition of instrument and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.